Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant the patient had transmitted pause episodes that did not appear to be physiologic and seemed to reveal under-sensing. The implantable cardiac monitor would continued to be monitored. No symptoms were reported.